Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch verio meter was giving the error 4 error message; he was unable to obtain a blood glucose reading. Troubleshooting revealed the patient's testing technique and test strips were correct, and the test strips completely drew in the blood sample. The patient suffered no injury due to this issue. The issue was not resolved. The meter was replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the test strips were tested and the alleged issue was confirmed when testing with control solution during investigation. On (B)(4), 2011 the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510k#: k093745.